Event description:
Pt reported obtaining back-to-back blood glucose results, of 330 mg/dl, and 190 mg/dl and 109 mg/dl and 231 mg/dl on the advantage test system. Pt did not modify therapy based on these results. No pt injury was reported and no treatment was rec'd. Pt did not provide the location where the discrepant results were obtained. Qc testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.